Event description:
A model lens was implanted and removed, the surgeon enlarged the incision and sutures were required. It is unknown why the lens was removed or if it was damaged, no more info has been forthcoming.